Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the occlusion issues, the customer changed the infusion set and cartridge, then resumed insulin. Ultimately, the customer reverted to an alternate method insulin therapy.